Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-sep-2022. H6: investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from lot. No. 1334594, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles broke. The following information was provided by the initial reporter, translated from japanese to english. The needle npe was broken in two products.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles broke. The following information was provided by the initial reporter, translated from japanese to english: the needle npe was broken in two products.